Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) intrathecal bupivacaine 20,000 mcg/ml at 4,247 mcg/day, dilaudid 1,720 mcg/ml at 365.2 mcg/day, and lioresal 2,000 mcg/ml at 424 mcg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported the patient had two refills with volume discrepancies at the refills. At the refill on (B)(6) 2020 the expected residual volume (erv) was 5.1 mls and the actual residual volume (arv) was 8.2 mls. On (B)(6) 2020 the erv was 3.4 mls and the arv was 10 mls. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics have been performed at this time and no actions taken at this time. The issue was not resolved at the time of this report and the patient¿s status was ¿alive, no injury¿. It was unknown if surgical intervention was planned. The patient¿s weight and medical history were asked but unknown. No further complications were not reported.